Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several noise reversion episodes due to noise on right ventricular lead was observed. No intervention was performed. Patient was stable and will continue to be monitored.